Event description:
It was reported that loss of capture was observed. Dislodgment was confirmed on x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.